Manufacturer narrative:
(B)(4). The complaint of a kinked guide wire was confirmed by the customer provided photo. The guide wire appeared to be kinked in a few locations. Typically, unintentional use error (undue force) causes or contributes to this type of event. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer and no sales history was available. Without the device to evaluate, the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked. The device was discarded.